Event description:
It was reported that this pacemaker was part of a system revision due to infection. No additional adverse patient effects were reported. This device remains in service and connects to a new implanted lead.